Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th, 13th, 17th,18 and 19th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most due to harden blood in the guidewire lumen. No other damage evident to the remainder of the device. Image review: the image is of the distal section of an sds device. Deformation is evident to the mid-section of the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, severely calcified lesion exhibiting 80-90% stenosis located in the mid left anterior descending artery (lad). There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. Negative prep was not performed. The device was not inspected. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion and that it would not deploy. An image provided indicates that stent deformation also occurred. The patient was reported to be alive with no injury.